Event description:
A medtronic rep reported that the surgeon felt accurate throughout the procedure. The post-op spin revealed inaccurate placement of the screws. The surgeon repositioned the screw and re-imaged the anatomy. The surgeon completed the surgery with the use of the stealthstation.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and there were no further issues.